Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon performed a laparotomy and there was unexpected tissue loss. The hospital has reported the patient's condition is satisfactory.